Event description:
The customer obtained troponin (accu tni) results above the ami cut-off on one patient. The results were reported out of the lab. Lower troponin results were obtained via an alternate testing methodology. Actual results were not supplied. The patient was transferred to another facility and underwent a cardiac catheterization procedure which was negative.

Manufacturer narrative:
Qc resulted within specifications prior to the event. Actual qc data has not been supplied. A field service engineer (fse) was dispatched: a) the fse performed precision and diagnostic testing with good results. B) the fse noted no hardware issues and suggested the customer send sample from the patient to bci for further testing. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.